Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780 , serial/lot #: (B)(6) , ubd: 28-sep-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare professional (hcp) via a company representative regarding a patient receiving intrathecal f entanyl 250 mcg at 30 mcg via an implantable pump for unknown indication for use. It was reported that the patient's pump was moved from the belly to patient's back. When opening the pocket of the pump, the pump segment of the catheter was spliced. Surgeon decided to add new pump segment and relocate pump. Symptoms were unknown. The issue was resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history were asked, but made unknown. Additional information was received from the company representative (rep) and confirmed with the healthcare provider (hcp) stating that the patient's pump was relocated from the stomach to back by request of the patient. The physician approved. Prior to the catheter revision, the patient's symptoms were unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.